Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. A device history review could not be completed due to the unknown lot number. Correction in b2 - outcomes attributed to ae null, e4 - initial report sent to FDA.

Manufacturer narrative:
Although the device was requested multiple times to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. If additional information becomes available, supplemental vigilance report(s) will be filed at that time.

Event description:
A valve of a 30 cm (12") add-on set w/4 check valves, vented cap reportedly leaked an unspecified fluid/infusate. This occurred even though the tubing connected to that line was clamped and the infusions had finished. The device was replaced and there was no report of any human harm.